Manufacturer narrative:
Concomitant medical products: 2426-0007¿non bd connector; 5 new curos caps; used curos caps; td: unknown. The customer¿s report that the male luer spin collar cracked was confirmed. Visual inspection found that the male luer collar of the set was cracked. Closer inspection under magnification observed no stress marks or tool marks. Due to the set¿s broken male luer collar; functional tests could not be performed. The root cause of the male luer crack is prolonged exposure to alcohol causing the male luer plastic to weaken.

Event description:
It was reported that the "tubing cracked;" with a history of cracked male spin luers on primary sets from this customer during infusions. They further stated that they use curos caps on both the end caps and connector caps, and are connecting the male lure to a non bd needleless connector. There was no report of patient harm.